Event description:
Hospital reported the tech was using the injector and the overhead counterpoise system fell and hit the tech in the shoulder. The tech is bruised but doing fine. No medical or surgical intervention required.